Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 11 mm from the distal end. The fracture surface of the probe showed that crack developed. There were no scratches around the broken point. There was a rough part on the fracture surface. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows. Do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.

Event description:
During an unspecified procedure, the subject device was used. The probe of the subject device broke off. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.